Event description:
It was reported by the provider that the drive lockout limit switch is activating when it shouldn't be. No patient injury alleged, no additional information provided. No patient injury alleged, no additional information provided.